Event description:
An integra sales manager reported, on behalf of the user facility, the following incident: during a procedure to implant a tibiaxys lateral plate, the hexagonal head of three lock-screws were damaged. As a result, it was not possible to remove the lock screws with the screwdriver. The surgeon found an alternative way to extract the lock-screws. The surgeon was able to finish the procedure with no adverse clinical consequences. The procedure was not prolonged significantly. The procedure has been performed a second time with the same result. The lot number of the devices used is e7k2.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.